Event description:
It was reported that while using the bd bbl¿ thioglycollate medium, enriched with vitamin k1 and hemin that there was contamination. The following information was provided by the initial reporter: the laboratory uses these thioglycolate broths for the investigation of anaerobic germs in patient samples. With this lot of broth, the broth cultures, positive on gram stain (gram-negative bacilli), were negative after culture on agar plates (columbia blood agar and schaedler agar). They checked broth bottles without samples by gram stain and found the same gram-negative bacilli. This is a phenomenon that they do not observe on other batches of this broth. We have contamination problems with dead bacteria concerning ref 221788 thio boil + vit k1+ hemine.

Manufacturer narrative:
H6. Investigation summary: material 221788 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued, and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 2279225 was satisfactory per internal procedures. Formulation, filling, torquing, and autoclaving processes were within specifications. In process checks were performed at the designated intervals. Those checks confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. The release testing that is performed on this product does include review of its color and clarity. Samples submitted are examined to ensure that they conform to typical levels. The appearance of this batch was satisfactory per internal procedures. Direct staining techniques are not part of qc release testing for this product. As part of the release criteria for this product, the bhr is reviewed to confirm the following: the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. All autoclave parameters conformed to the validated cycle parameters for this product. The minimum f0 for this product was met. The complaint history was reviewed, and one other complaint has been taken on this batch. Retention samples from batch 2279225 (10 tubes) were available for inspection. No media defects were observed in 10/10 retention samples. All retentions tubes had the expected appearance for this product of light to medium light yellow, trace hazy to clear. For investigation, two retention tubes went into incubation. One retention tube was placed into the 20¿25-degree celsius incubator and one retention tube was placed in the 33¿37-degree celsius incubator. At the seventh day of incubation there were no signs of growth or turbidity. There was no change in the color and clarity in of the media. The media remained medium yellow clear to trace hazy as described in the certificate of analysis. Three photos were received to assist with the investigation: all three photos show a microscopic photo of a gram stain showing gnr¿s . No product information is presented in the photos provided. Without product verification a photo alone cannot confirm a complaint. A photo must provide the product, the product defect, and important product information such as clear indication of the product batch/lot number must be included in the photo. No returns were received to assist with the investigation. This complaint cannot be confirmed. Bd will continue to trend complaints for contamination/appearance defects/non-viables. The color and clarity of the media on batch 2279225 is light to medium light yellow, trace hazy to clear which is described in the certificate of analysis.

Manufacturer narrative:
Date of event is unknown. The date received by manufacturer has been used for this field. D.3 common device name: culture media, non-selective and non-differential. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd bbl¿ thioglycollate medium, enriched with vitamin k1 and hemin that there was contamination. The following information was provided by the initial reporter: the laboratory uses these thioglycolate broths for the investigation of anaerobic germs in patient samples. With this lot of broth, the broth cultures, positive on gram stain (gram-negative bacilli), were negative after culture on agar plates (columbia blood agar and schaedler agar). They checked broth bottles without samples by gram stain and found the same gram-negative bacilli. This is a phenomenon that they do not observe on other batches of this broth. We have contamination problems with dead bacteria concerning ref 221788 thio boil + vit k1+ hemine.